Manufacturer narrative:
As received, the device was at elective replacement indicator (eri) level. Although, this device was listed under the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016, no battery performance alert (bpa) detection software was present on the device. A device longevity calculation was performed and revealed the battery depletion was normal based on the device settings and usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, premature battery depletion was noted on the device. The device was explanted and replaced to resolve the event and the patient was in stable condition.